Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 280 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged and bent, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
No damages or defects were observed that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be determined. The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The download data from the returned device showed that an 0xaa alarm had been generated by the pod, indicating that the total number of ble resets after pod in filled state had exceeded the threshold. Investigation of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the alarm could not be determined.